Manufacturer narrative:
According to the complainant the device is not being returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that a patient went to the hospital and was diagnosed with diabetic ketoacidosis (dka). The patient's blood glucose values reached over 500 mg/dl. For treatment, the patient was given intravenous (IV) and manual injections. The ketones were positive. The pod was worn on the arm and removed at the hospital. The patient was released from the hospital, the following day. The pod was discarded.